Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported partial deflation and resistance with the guiding catheter was not confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity and mild calcification. The 3.0 x 12 mm tenku balloon catheter was prepared per the instructions for use prior to use in the anatomy. The tenku was advanced without issue and inflated to 8 atmospheres (atm). During inflation, the pressure of the inflation device dropped; therefore, the physician suspected a balloon rupture. An attempt was made to deflate the balloon, but it would not deflate. 4-5 attempts were made to deflate the balloon. The balloon was then partially deflated, and removed from the anatomy. There was some resistance noted with the guiding catheter during removal. There was no patient effect caused by the device and no clinically significant delay in the procedure. No additional information was provided.